Manufacturer narrative:
Per the user guide: pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to not interacting with the pump, an auto-off safety alarm occurred. Subsequently, customer received a resume pump alarm. Customer's blood glucose was 88 mg/dl. Tandem technical support educated customer on the auto-off safety and resume pump alarms.